Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient fell; the fall was non-device related. Upon device interrogation, the right ventricular lead exhibited high pacing impedance. The patient is not pacemaker dependent and paces less that 1 percent. The device was reprogrammed and the patient was fine. The patient would continue to be monitored.

Manufacturer narrative:
Correction: please correct this report 2017865-2016-02978, the same issue was also reported as 2017865-2016-03130.